Manufacturer narrative:
The facility administrator is not aware of the details that occurred in the incident or how many nurses were with the patient during the lifting process. However, she does not believe it was an issue with the lift, but an error on the part of the nurses. The sales rep went to the facility on (B)(4) 2019, to follow up on training the nurses on how to operate the lift. Upon examination of the lift the rep stated he found the clips on the hanger bar were sticking, but the rest of the lift was in good working order. Replacement clips were sent out as a preventative measure. Should additional information become available, a supplemental record will be filed.

Event description:
The facility administrator reported to the invacare sales rep that a nurse was lifting a patient using a rpl600-2 patient lift. The patient shifted while in the sling and fell. The patient has abrasions and a fractured wrist.